Event description:
The reporter stated that the surgeon was inserting a toric silicone single piece lens model aa4203tl and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. The reporter didn't know what caused the lens to tear.

Manufacturer narrative:
Eval: a visual inspection of the returned product shows the lens has a portion of a plate haptic torn off into the optic and is missing. There is another portion of the other plate haptic torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.